Event description:
A female consumer with an olive complexion reported that she underwent injections of restylane for the first time in 2005 into the nasolabial folds and marionette lines receiving a larger amount of restylane on the left side than the right. Immediately after the injections the patient experienced extreme redness and deep purple bruising at the injection sites. She saw the physician in approximately 2005, where there was not recommended treatment. In 2005, the consumer saw her physician who observed hyperpigmentation and not bruisiing and advised the patient to apply a bleaching cream, a second face cream containing retin-a, and a cleansing cream (unspecified), which she began to use the next day. In 2005 the consumer reported that since using the recommended treatment for one month, the hyperpigmentation has lightened significantly although it was still somewhat noticeable especially above and to the left of the upper lip.